Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis compression fracture involved in the balloon kyphoplasty procedure. It was reported that intra-operatively, the product was normally used, but it was a technical aspect malfunction. After the operation, the radiology department reported that there was a possibility of pulmonary embolism, but the physician had determined that the cement was just leaked to the blood vessels on the side wall of the vertebral body and became like "ice cylinder", and that the cement had not jumped to the point where it became a pulmonary embolism. Product implanted and remains in patient. There was no revision surgery planned. On 2021-nov-02, received updated information that no pulmonary embolism has occurred in the patient. Only cement leaked at the implant level was reported.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584, UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.